Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent right total hip arthroplasty on (B)(6) 2012 with an accolade ii stem and an lfit v40 femoral head. It is further alleged that on or about (B)(6) 2015 another surgeon removed certain components of the hip system and replaced them with new components. It is alleged that the patient suffered from "dangerous post-operative infections, numerous surgeries to remove damaged or necrotic tissue, and additional surgeries to treat her for the damage caused by the toxic metal debris in her body."